Event description:
A single staff member prepared the resident for a transfer from bed to toilet with a floor lift and a loop sling. She was waiting for the second staff member but started to lift the resident by herself. As the staff member started to move the device, the right shoulder strap of the sling slipped off the 2-point hanger bar, making the resident leaning.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The lift is in good working order. The safety clips are in position on the each hook of the 2-point spreader bar. The sling is an older sling and should be replaced. Add'l info will be provided following the conclusion of the MFR's investigation.